Event description:
The customer stated that the insulin pump is vibrating, but the display is blank. The customer stated that the insulin pump was submerged in water, the customer changed the battery and the display was still blank. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.